Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was an attempted implant. It was reported that there was no capture at 10 volts and the impedances were greater than 2,000 ohms. The physician elected to use a new lead with similar results. That lead was repositioned and the ability to capture was gained. No advese patient effects were reported.

Manufacturer narrative:
As of today, this product has not been returned. No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.